Event description:
Device evaluation completed and summary in h 10.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ventilators/pneupac disposable circuits. The report of during precheck the customer noticed no anomaly in unit but after hooking up to ventilator pressure meter did not work. Functional testing was done and found no issue with device. The complaint was not verified.

Manufacturer narrative:
(B)(6). Device evaluation in progress.

Event description:
It was reported that the airway pressure meter was not working when the pneupac disposable circuit was connected to the ventilator. This product problem was observed during a pre-test. No patient injury or complications were reported in relation to this event.